Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The reported symptom was not found related to the reported instrument. It is possible the wrong part was returned for this complaint. Additional observation: the instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument had damaged black conductor wire. The procedure was completed as planned with no reported injury.